Manufacturer narrative:
(B)(4).

Event description:
The customer reported difficulty connecting the syringe to the pilot balloon and were unable to inflate or deflate the cuff. There was no patient involved.

Manufacturer narrative:
(B)(4). Two samples were received for evaluation. A visual inspection was performed and it was observed all components were assembled properly per applicable drawings. Functional tests were performed in which a syringe was connected to both valves. No difficulty was observed attaching and detaching the syringe from the valves. A dimensional test was conducted and all readings were within specification. No fault was found in the returned samples; additionally all manufacturing controls were found acceptable and effective to detect the reported complaint mode.